Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was identified underneath the rv shock coil at 58.0 cm to 58.7 cm from the connector pin. The etfe insulation coating of the ring electrode cable was abraded at this area of internal insulation abrasion. This is consistent with the field observation of noise and inappropriate therapy if the re conductor came into contact with the rv shock coil.

Event description:
It was reported that inappropriate shocks were delivered due to noise on the rv lead. The lead was explanted and replaced.